Event description:
The report indicated that after deployment of a 10x080 80cm smart control stent, a 8mm unknown balloon was placed over the wire and it "kept getting caught." After further examination, the plastic inner part broke off over the wire. The plastic piece was left behind but was still over the wire. Once they noticed it, they pulled it out over the wire with no issue to the patient. The device will be returned for analysis. The stent was implanted to treat a fistula in the right groin. The target lesion vessel diameter was 9mm and length was 65mm. The target lesion had 80% stenosis, no calcification, and no tortuosity. The product was stored and handled according to the IFU. The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. There was no difficulty encountered flushing the stopcock or the sds. Delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was pre-dilated at 14 atmospheres (atm) using a non-cordis 7mm balloon. Following pre-dilatation, the stenosis was 75%. There was no difficulty or resistance noted while crossing the lesion with the stent. The locking pin was in place during advancement towards the lesion and removed before attempting to deploy the stent. The stent expanded fully with good wall apposition. After stent deployment, a non-cordis 8mm balloon was placed over the wire and became caught. After further examination, the plastic inner part had broken off over the wire. Therefore, the plastic piece of the stent was pulled out over the wire without injury to the patient. The lesion was post-dilated at 12 atm. The residual stenosis was 5%.there was no resistance/friction noted with the guidewire upon advancement or removal.

Manufacturer narrative:
The tantalum markers were observed to open symmetrically. It was stated that the handle of the smart control sds was held flat and straight outside of the patient, ¿maybe a small bend.¿ this device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Concomitant devices: boston scientific balloon, either mustang or charger.

Manufacturer narrative:
Complaint conclusion: the report indicated that after deployment of a 10x080 80cm smart control stent, a 8mm unknown balloon was placed over the wire and it "kept getting caught." After further examination it was noted that the plastic inner part (guidewire lumen) had broken off/separated but still remained on the wire. Once they noticed it, they pulled it out over the wire with no issue to the patient. The stent was implanted to treat a fistula in the right groin. The target lesion vessel diameter was 9mm and length was 65mm. The target lesion had 80% stenosis, no calcification, and no tortuosity. The product was stored and handled according to the IFU. The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. There was no difficulty encountered flushing the stopcock or the sds. Delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was pre-dilated at 14 atmospheres (atm) using a non-cordis 7mm balloon. Following pre-dilatation, the stenosis was 75%. There was no difficulty or resistance noted while crossing the lesion with the stent. The locking pin was in place during advancement towards the lesion and removed before attempting to deploy the stent. The stent expanded fully with good wall apposition. There was no resistance/friction noted with the guidewire upon advancement or removal. The tantalum markers were observed to open symmetrically. It was stated that the handle of the smart control sds was held flat and straight outside of the patient, ¿maybe a small bend.¿ there was no reported patient injury. One non-sterile pkg assy 10x080 smart vas 80cm was received coiled inside a plastic bag. The unit was received deployed and the stent was not received. The locking pin was not received. The inner member was received separated from the unit at .5cm from the hub. Kink was observed at 32 cm from the ID band. No others anomalies were found. During the microscopic analysis inner member separation was observed, the unit was sent to sem analysis in order to find the potential root cause of the issues. The sem analysis showed that the wire lumen external surface presented evidence of adhesive residuals and elongation at the surroundings of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics; however this could not be conclusively determined. Despite the inner member was received separated, functional test was performed using a cordis lab sample 0.035¿ guide wire (IFU 10213045 rev4). The guide wire was introduced through the unit and no resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the kink condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Handling and procedural factors could be contributed to this condition. The failure reported by the customer guidewire lumen (inner shaft) - separated-remains on wire was confirmed since the wire lumen was received separated. The exact cause of the failure could not conclusively determined; however it does not appear to be manufacturing related since sem results showed evidence of adhesive residuals and elongation at the surroundings of the separation. Neither the DHR review nor the product analyses suggest that the failure is related to the manufacturing process. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Therefore no actions were taken. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.